Event description:
It is reported to the co that the stenting physician performed a balloon angioplasty on this pt's right coronary artery as well as in his circumflex coronary artery. At that time, a coronary artery stent was also successfully placed in the pt's left anterior descending artery. Three days post-stenting, the pt became febrile. Six days post-stenting the pt also reported chills with a fever. The primary care physician admitted the pt at this time and ordered blood cultures to be drawn. The blood cultures were positive for s. Aureus. Antibiotic therapy was initiated, however, the pt continued to relapse into a febrile state.